Event description:
Following bvn ablation, physician contacted the patient the next day. Patient complained of new left-sided radicular pain. Physician prescribed a medrol dose pack, which did not help. On march 8 or 9, patient presented to the ER for poorly controlled pain. MRI showed expected findings but did also demonstrate a left l3 transverse process fracture. Other issues include severe constipation and nausea.

Manufacturer narrative:
No device returned. Complaint originated after treatment date. Patient has not been cooperating with treating physician. Patient did not show for follow-up visit.